Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual/tactile inspection revealed that there were no issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 3mm proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. There was no sign of damage to either markerband. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the severely calcified distal right coronary artery. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the severely calcified distal right coronary artery. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.